Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was not returned for evaluation. However, the hospital biomed tested the ivtm system for two days and he could not duplicate the issue. After testing, the biomed put the ivtm system back into use. Service by zoll personnel was not required. The thermogard system will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during training, the thermogard xp ivtm system (sn (B)(4)) displayed error code tcmid:05 (coolant diff failure). No patient involved.